Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The patient was hospitalized for the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5146690 for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.